Event description:
It was reported that 15of the bd ultra fine¿ mini insulin pen needle were found without tear tab from this box. The following was received from the following reporter: found 15 pen needles without tear tab from this box.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 15of the bd ultra fine¿ mini insulin pen needle were found without tear tab from this box. The following was received from the following reporter: found 15 pen needles without tear tab from this box.